Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the catheters and the needle did not retract on several occurrences. No medical or surgical intervention was reported.